Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished sensing of the ventricular signal. Analysis of the device memory indicated diminished sensing of the atrial signal. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were gradual decreases in the right atrial (ra) and right ventricular (rv) lead sensing with noisy episodes on both channels. Both leads were tested on the analyzer and the parameters were normal. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.